Manufacturer narrative:
Correction to b5 of the initial report. See b5 for further details. Correction to g2 of the initial report. "Company representative" should have also been selected as a report source. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the blackout, no image malfunction as well as image noise being generated. Although a specific root cause could not be specified, water and moisture may have intruded into the endoscope due to physical damage of the device, causing the image sensor unit and the circuit board in the endoscope connector to break causing the reported malfunctions. The event can be detected/prevented by following the instructions for use which state: instructions for ltf-s190-5 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿inspection of the endoscopic image¿ olympus will continue to monitor the field performance of this device.

Event description:
It was reported the flex detectable videoscope experienced an image blackout. The issue occurred during preparation for use for an unspecified therapeutic procedure. There were no reports of patient harm.

Event description:
It was reported the subject device exhibited image failure (blackout). The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.